Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during surgery the needle came off and got stuck in the device. At the time of accident the user thought the needle was inside of the patient. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). A DHR review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause.

Event description:
It was reported that during surgery the needle came off and got stuck in the device. At the time of accident the user thought the needle was inside of the patient. The patient's condition is unknown at this time.